Manufacturer narrative:
The valve remains implanted. Investigation is ongoing.

Event description:
As reported by field clinical specialist, a 26mm sapien 3 in the had stenosis and required the placement of a 23mmsapien 3 ultra valve. Procedural notes: one leaflet was frozen & the other two had impaired movement. CT inflow measured 476 / mid 427 / outflow 494.

Manufacturer narrative:
Update to b4, g3, g6, h2, h6 and h0 to reflect no product return evaluation. The valve remains implanted. As no device was returned, no visual inspection, functional testing or dimensional testing was possible. No imagery was returned. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The stenosis was unable to be confirmed due to unavailability of medical records/ product returned. A review of DHR did not reveal any indication that a manufacturing nonconformance contributed to the event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Due to insufficient information, a definitive root cause is unable to be determined at this time since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.